Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient was still sore at the incision site from the procedure. It was noted that the trial began on (B)(6) 2018. On 2018-may-05 the patient reported that before the procedure they wouldn¿t have an urgency to rush to the bathroom, but the day before the report they did. The patient also mentioned that they had diarrhea the day before the report. On (B)(6) 2018 the patient reported that their device was turned off as directed by their manufacturer¿s representative on (B)(6) 2018. The patient reported that this was because of an infection that was causing them to be in pain. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1nxts, implanted: (B)(6) 2018, product type: lead, ubd: (B)(6) 2022, UDI: (B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hcp reported there was no infection due to the lead and the patient continued to implant without complication. The hcp reported the infection was not applicable to the trial. In previous report patient was listed as alive with no injury. No further complications were reported.